Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Lead dislodgement, likely correlated to excessive patient movement after the implantation. On (B)(6) 2019 the lead was successfully repositioned.